Event description:
Ous MDR - one day after the replacement of the ICD, oversensing was reported. During a surgery on (B)(6) 2018 the system was inspected. The pocket area was described as heavily calcified by the operator. Thorough examination of the lead body with fluoroscopy was done, showing no obvious abnormalities. The lead could not be extracted completely. A new system was implanted.

Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis and subjected to a detailed analysis. The ICD was interrogated, revealing the battery status bos. The ICD was implanted for 11 days and 41 charging cycles were recorded to the device memory. The memory content of the device was analyzed. During the analysis of the available iegms noise was observed in the right ventricular as well as the far field channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. Upon receipt, the lead under complaint was found cut approx. 18.5 cm distal to the is-1 connector pin. A proximal and a stretched distal lead fragment were received for analysis. Both lead fragments showed severe extraction damages. On the distal lead fragment, the lead tip and the ring electrode were missing. The shock coil was found stretched and separated from the lead body. The inner coil was pulled out of the lead body and stretched severely. Furthermore cuts in the insulation with blood infiltration were observed. The conductor cable to the shock coil was fractured in the area of its proximal welding point due to tensile forces. Based on these findings and consistent with the complaint description, an increased ingrowth of the lead with calcification is highly likely impeding the extraction of the lead. The provided x-ray movies taken during the extraction procedure corroborate the consideration. Further visual inspection of the lead demonstrated multiple signs of wear. In particular on the distal lead fragment the insulation was found rubbed through which can be considered to be the root cause of the ventricular oversensing reported in the complaint text. The characteristics of this damage indicate severe mechanical stress in the implanted state. Based on the above mentioned extraction damages as well as the report of calcification of the patients pocket and heart tissue an increased ingrowth of the lead is assumed which might have affected the leads motion. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular as well as the far field channel, as mentioned in the complaint description. A thorough analysis of the ICD proved the device to be fully functional. The clinical observation resulted from a damaged lead insulation. The analysis did not reveal any sign of a material or manufacturing problem.